Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had died. A field service engineer replaced the battery, the power supply, the pyxibus cable, unplugged the auxiliary slave cable from the main station and verified that the station was turned on. The field service engineer confirmed with the customer that the issue had been resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was dead. The customer reported that they can be able to get the medication from pharmacy or another device. There were no adverse events or injuries reported as a result of this incident.